Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The cause was determined to be an intermittent baton failure. The baton was plugged into a test monitor and the monitor was powered on; no image appeared. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the baton was not producing a video image. No delay in the procedure was indicated though the use of an unspecified back-up device was noted. No harm to patient or user was reported.